Manufacturer narrative:
Pt age: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant,during the procedure, an alliance handle was used in conjunction with the trapezoid rx lithotripter compatable basket in an attempt to crush the stone but failed. When attempting to remove a 2.5cm hard stone from the common bile duct, the pullwire broke and the outer sheath was torn. The physician was unable to remove the basket and stone from the common bile duct. A sohendra cook retrieval device was then used to remove the basket and entrapped stone. The ercp procedure was completed with spyglass. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.